Manufacturer narrative:
Concomitant medical products: product ID: 8253200 (patient interface 8253200 response 3.0), serial/lot #: (B)(4), manufacture date: august 8, 2013. The mainframe and patient interface have not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device does not stimulate. This event did not take place during surgery. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that there was no reaction with stim 1 after stimulation (no voice, no waves in the screen). The surgery was completed without the neuro monitor.